Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a use error that occurred coincident with pd therapy. The use error was further described as the patient made a mistake, which resulted in a touch contamination. There was no patient injury or medical intervention associated with the use error. No additional information is available.